Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife was hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date. The customer¿s blood glucose level was 500 mg/dl and current blood glucose 518 mg/dl. It was reported that they had problems with insulin pump. The customer 's blood glucose was running high. The insulin pump will not be returned for analysis.